Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction. It was reported that during explant, one of leads had a piece break off and remained inside the patient. If additional information is received, a follow-up report will be submitted. See manufacturing report # 6000153-2016-00110.

Event description:
Additional information was received from a consumer (con). It was reported the patient still had a broken piece of lead in them.

Manufacturer narrative:
Product ID: 3093-28, lot# v050971, implanted: (B)(6) 2007, explanted: (B)(6) 2014. Product type: lead. If information is provided in the future, a supplemental report will be issued.